Manufacturer narrative:
Evaluation summary: the device remains implanted. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, hypotony and a shallow anterior chamber were observed. On the second, third and fourth postoperative days, viscoelastic material was injected into the patient's eye due to the shallow anterior chamber and hypotony.